Event description:
It was reported that the patient with this electrode had a scooter accident approximately a month ago and an x-ray was taken. The patient was seen for a follow-up visit and there was high out-of-range shock impedance measurement, measuring greater than 400 ohms. There was no alert in latitude and the physician was wanting to know why. Boston scientific technical services checked the configuration setting in latitude and explained why there was no alert as the patient group default was set to monthly instead of weekly. If the physician would like a weekly alert check, they should set that up as it is currently programmed off. Technical services reviewed latitude data and observed high out-of-range shock impedance measurement. Additionally, the presenting s-ECG from 04-mar-2024 showed unusual artefact that appeared to be rather non-physiologic. No x-ray imaging was provided for review. Technical services suggested that the physician evaluate the electrode for integrity issue and an invasive solution should be considered to resolve the electrode issue. There were no adverse patient effects reported. The electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this electrode had a scooter accident approximately a month ago and an x-ray was taken. The patient was seen for a follow-up visit and there was high out-of-range shock impedance measurement, measuring greater than 400 ohms. There was no alert in latitude and the physician was wanting to know why. Boston scientific technical services checked the configuration setting in latitude and explained why there was no alert as the patient group default was set to monthly instead of weekly. If the physician would like a weekly alert check, they should set that up as it is currently programmed off. Technical services reviewed latitude data and observed high out-of-range shock impedance measurement. Additionally, the presenting s-ECG from 04-mar-2024 showed unusual artefact that appeared to be rather non-physiologic. No x-ray imaging was provided for review. Technical services suggested that the physician evaluate the electrode for integrity issue and an invasive solution should be considered to resolve the electrode issue. Recently. The system was surgically explanted and replaced to resolve the event and no additional adverse patient effects were reported. This electrode has been received for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas 40 mm from the terminal pin. Both of the high voltage conductors were also fractured at approximately 55mm and 75mm from the terminal pin. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. This report is being sent to provide new information in sections b5 (event description), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), h9 (correction/removal reporting #), and h11 (additional MFR narrative).

Event description:
It was reported that the patient with this electrode had a scooter accident approximately a month ago and an x-ray was taken. The patient was seen for a follow-up visit and there was high out-of-range shock impedance measurement, measuring greater than 400 ohms. There was no alert in latitude and the physician was wanting to know why. Boston scientific technical services checked the configuration setting in latitude and explained why there was no alert as the patient group default was set to monthly instead of weekly. If the physician would like a weekly alert check, they should set that up as it is currently programmed off. Technical services reviewed latitude data and observed high out-of-range shock impedance measurement. Additionally, the presenting s-ECG from (B)(6)2024 showed unusual artefact that appeared to be rather non-physiologic. No x-ray imaging was provided for review. Technical services suggested that the physician evaluate the electrode for integrity issue and an invasive solution should be considered to resolve the electrode issue. There were no adverse patient effects reported. The electrode remains in-service.

Event description:
It was reported that the patient with this electrode had a scooter accident approximately a month ago and an x-ray was taken. The patient was seen for a follow-up visit and there was high out-of-range shock impedance measurement, measuring greater than 400 ohms. There was no alert in latitude and the physician was wanting to know why. Boston scientific technical services checked the configuration setting in latitude and explained why there was no alert as the patient group default was set to monthly instead of weekly. If the physician would like a weekly alert check, they should set that up as it is currently programmed off. Technical services reviewed latitude data and observed high out-of-range shock impedance measurement. Additionally, the presenting s-ECG from (B)(6) 2024 showed unusual artefact that appeared to be rather non-physiologic. No x-ray imaging was provided for review. Technical services suggested that the physician evaluate the electrode for integrity issue and an invasive solution should be considered to resolve the electrode issue. Recently. The system was surgically explanted and replaced to resolve the event and no additional adverse patient effects were reported. This electrode has been received for analysis and is pending the investigation conclusion.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.